Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was peeled at the side of the jaw with boot detachment. No other visual defects was observed. Based on the return condition of the device, the reported complaint was confirmed for the reported failure mode "peeled insulation".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro coating on the jaws splintered. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro coating on the jaws splintered. A replacement device was used to complete the procedure. The hospital did not report any patient effects.